Event description:
The customer reported that the system would not save images. There was no patient injury or death reported.

Manufacturer narrative:
A ge representative evaluated the system and reformatted the hard drive and reloaded software. The system operates as intended.